Event description:
Customer reports that she obtained results of 34mg/dl and 284mg/dl within 2 minutes on the same device. Customer had the device miscoded at the time of comparison. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.